Event description:
Ventricular oversensing was reportedly recorded in one non sustained arrhythmia episode.

Event description:
Ventricular oversensing was reportedly recorded in one non sustained arrhythmia episode.